Event description:
It was reported during the procedural preparation of a 7x40mm absolute pro self-expanding stent (ses) that the stent struts were noted to be partially exposed and flowered, therefore the ses was replaced with another stent and the procedure was continued. There was no patient involvement nor clinical delay reported. The device was received and the return analysis revealed that the ses was returned with blood in the stent sheath, in the retracting sheath, in the inner member, and on the device. The account states that the absolute pro was not advanced nor connected to any device that was inside the anatomy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling while unpackaging the device/removal from the tray resulted in the noted kinked catheter tip and the noted kinked stent sheath causing the noted resistance felt removing the stylet and ultimately causing the distal sheath to slightly retract from the base of the tip and inadvertently prematurely activate/expose the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.